Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the corrosion/rusting/pitting of the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed for safety as it operated with the safety engaged, and for the set screw assessment as it was found to be loose. It was further observed that the cutter device was not rotating during the rotations per minute (rpms) assessment (power broken) it ran in locked position. It was further determined that the device failed pretest for loctite, safety and rotational speed. Therefore, the reported condition of device being power broken was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the motor device experienced a gradual deterioration of a metal (such as corrosion, rusting, and pitting), because of chemical reactions between it and the surrounding environment. During in-house engineering evaluation, it was determined that the device ran in locked position - power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.